Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this pr# is no longer reportable summary of investigational findings: the investigation is based on the information provided in the attached article. The lunderquist wire was used together with an edward wire in an edwards sheath, together with a nucleus balloon to measure the pulmonary artery . The edwards system could not be advanced across the stent due to a kink in the edwards sheath and the lunderquist wire guide. Therefore, an ¿anchor balloon technique¿ and buddy wire was needed to anchor the distal tip of the lunderquist wire. This technique is the use of another wire and inflation of another balloon distal to the primary working wire in order to anchor the edward¿s and lunderquist wire system. A wedge catheter balloon and a meier wire used as supporting/buddy wire via the left pulmonal artery. Hereafter the edwards system was advanced over the lunderquist wire and the valve was deployed in the pulmonary annulus. The authors suggest that the kink may be due to difficulty advancing the palmaz stent in the right ventricular outflow tract, especially as the valve was not covered while it was advanced over the right ventricular outflow tract. The size of the sheath used is unknown and from the article description it is not possible to decide if the kink initially was in the edward¿s system /sheath without the buddy wires or if most likely the kink was due to difficulty advancing the palmaz stent. However, it is noted that the patient had three previous operations and is described as a ¿difficult patient¿, but it is unclear if the patient had tetralogy of fallot. Transthoracic echocardiogram showed increased right ventricle and severe pulmonary valve regurgitation before the procedure, but no pulmonary valve regurgitation post procedure, thus suggesting the kink had no clinical consequences. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Journal article: "anchor balloon, buddy wire, and wire and sheath techniques to deploy percutaneous pulmonary valves in tetralogy of fallot patients", shah et al. 2017 investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to journal article: the patient was to have transcatheter replacement of her pulmonary valve with a 29 mm sapien xt valve using a 20 fr nova- flex1delivery system. The anchor balloon and buddy wire techniques were used to position the valve due to a kink in the edwards sheath and the lunderquist wire. A 5010 palmaz stent was advanced over a lunderquist wire to the pulmonary valve annulus and deployed. The right common femoral vein (cfv) sheath was exchanged for the edwards delivery sheath, and the entire edwards system was advanced over the lunderquist wire. The edwards system could not be advanced across the stent due to a kink in the edwards sheath and the lunderquist wire. In addition to using the buddy wire technique, the anchor balloon technique was used. The anchor balloon technique is the use of another coronary wire and balloon inflated near the distal end of the primary working wire to ¿anchor¿ the wire in place distal to the lesion. Left cfv access was obtained, and a 7-fr wedge catheter was advanced to the left pa. Through the wedge catheter, a meier wire was advanced into the left pa. The wedge catheter balloon was inflated to anchor the wedge catheter and the tip of the lunderquist wire. With the extra support of the balloon of the wedge catheter, which was used as an anchor balloon, and the meier wire, which was used as a buddy wire, the edwards system was successfully advanced over the lunderquist wire into the stent. After proper positioning of the edwards system, the wedge catheter and meier wire were removed, and the valve was deployed. No pulmonary valve regurgitation was seen at post procedure echocardiography. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.